Event description:
It was reported that at pump refill a volume discrepancy greater than 25% was noted. The expected reservoir volume was 3.6 ml while the actual reservoir volume was 40 ml; the pump is a 20 ml pump. The patient later presented to the emergency room with the following symptoms: headache, swelling around the pump, lethargy, vomiting and aspiration. The patient reported to the hcp that at refill, they thought that they had aspirated 20 ml of cerebrospinal fluid and 20 ml of drug. The reservoir was again accessed and 3 ml were aspirated; a pocket fill was suspected. The pump was set to minimum rate at that point. The patient was subsequently transferred to the intensive care unit for monitoring. The patient was "doing better". The hcp later reported filling or aspirating the reservoir. A dye study was done and the catheter was patent. The pump was then filled successfully. Additional information has been requested from the hcp, but was not available as of the date of this report.